Manufacturer narrative:
Information was received that the date of the reported event was 10/07/2021. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer used a vyaire smooth bore circuit with filter, fisher & paykel mr850, medium cannula. The customer reported that the device alarm functionality perform as intended. Review of the ventilator diagnostic logs showed that the unit at the date of the event alarmed multiple times error codes indicating cannot reach target flow and patient circuit occluded. The customer reported that the unit passed performance verification testing (pvt) and was return to use.

Event description:
The customer reported that a ventilator failed while on high flow nasal cannula while on a patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and informed customer that a full pvt should be performed on the unit to verify and issues. If any issue is found, unit is covered under warranty and should place another service call to open new case regarding whatever needs to be repaired. Informed customer that philips is developing a technical correction and will notify customers when the correction is available. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.